Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. No blank display anomaly was noted and no damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported she was changing the battery on her insulin pump and it never turned back on. She tried three different batteries. Customer's blood glucose is 50 mg/dl. She has treated and feels fine. The device was not dropped or exposed to moisture. Customer uses duracell batteries. The battery compartment and cap are not damaged or corroded. Customer removed the battery for ten minutes, cleaned the contacts, and inserted a new battery. The display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.